Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 533 mg/dl. Customer did not report any symptoms of high blood glucose. The customer also stated they did not feel okay to troubleshoot for their high blood glucose. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.